Manufacturer narrative:
As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. Product has not yet been returned. It will be closed as no sample. If product returns, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: (B)(6) has an idrive endogia extra long adapter/shaft which is malfunctioning and is within the warranty replacement period. We have hooked this adapter to multiple handles with the same result.